Event description:
It was reported that the pump logs noted a motor stall with no motor stall recovery. The patient had had an MRI the day prior ((B)(6) 2013) and had not had the pump checked following the MRI. The patient was ¿feeling down¿. The pump was delivering lioresal. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).